Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Is photo available of patient reaction? No photo available of reaction. Please describe how was the adhesive was applied. Correct steps were taken when applying adhesive. What prep was used prior to, during or after adhesive use? Dermabond prineo was applied with dry gauze applied over the top once dried. Was a dressing placed over the incision? If so, what type of cover dressing used? Yes, 4x4 gauze placed over the top of dermabond prineo. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? When talking with nurses, the patient did not discuss any hypersensitive or have allergies to cyanoacrylate or formaldehyde. Is the patient hypersensitive to pressure sensitive adhesives? No, the patient did not discuss any hypersensitive tp pressure sensitive adhesives. Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Unaware of results for screening done prior to procedure. Patient demographics: initials / ID, gender, age or date of birth; bmi female: account wound not share any other patient information. Patient pre-existing medical conditions (ie. Allergies, history of reactions) confirmed no pre-existing medical conditions. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Unaware. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Unaware. Product lot of product used? Product lot was thrown away. Current patient status. Recovered, name of surgeon? Dr. (B)(6). What is the physician¿s opinion as to the etiology of or contributing factors to this event? Doctor mentioned she could have been allergic to multiple dressings I could have used. Understanding of the situation. Event additional information - allergic reaction to dermabond prineo dressing. Patient additional information female, no other patient information would be given. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a pacemaker procedure on (B)(6) 2023 and topical skin adhesive was used. Several days post op, the patient developed redness and small red pimples at the incision site that travelled up her neck and side of face. She was given a steroid injection and prescribed benadryl. No update is yet available. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: component code: g07002 device not returned. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Is photo available of patient reaction? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Product lot of product used? Current patient status. Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.